Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no lot information was provided. Additionally, the complaint history review was not performed because no lot information was provided. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (worsening mr) could not be determined. The cause of the reported migration (partial clip movement) associated with the suspected clip loosening on the leaflets could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report partial clip movement and worsening mr, requiring an additional mitraclip procedure. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). Two clips were implanted with no reported issue. On (B)(6) 2023, the patient returned with worsening mr. The physician suspected that one of the implanted clips had loosened that caused the worsening mr; however, they were unable to detect it. Another procedure was performed to treat mr with a grade of 4. The patient presented with tortuosity in iliac vein, and the steerable guide catheter (sgc) was not able to be advanced past it. The sgc was pulled, and a kink was observed on the tip of the sgc. Another sgc was used to complete the procedure. One clip was implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.